Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was an unproctored mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Prior to use in the patient, it was noted that one side of the gripper could not be lowered at the same level as the other side of the gripper when the gripper lever was retracted to the blue line for actuation. Several attempts to lower the grippers were made, but it did not resolve the issue. It was decided to not use this device in the patient. It was not used in the anatomy. Another mitraclip was used to complete the procedure without further incident. Mr was reduced to grade 1. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the complaint device was received, but the reported gripper actuation issue was not confirmed via returned device analysis. The discrepancy between what was reported (grippers failed to lower at same level) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during preparation by the customer versus the returned product analysis. It is possible that there were unintended curves on the device which resulted in increased tension on the device and therefore contributed to the gripper actuation issue; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.